Event description:
Thoracotomy/lobectomy. According to the surgeon, slcr55b reload jammed on the fourth firing. Manual release was unsuccessful. Some bleeding occurred. It is unknown as to how the bleeding was corrected or how the device was removed since the manual release did not work. Unit appeared to jam after it was fired.

Manufacturer narrative:
Please see add'l pages.